Event description:
It was reported that during a robotic laparoscopic cholestectomy procedure, following replacement of the bipolar fenestrated grasper the new instrument gave an error. The contacts of the instrument and sterile interface module were cleaned to resolve the issue and continue the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure, following replacement of the instrument, the new bipolar fenestrated grasper gave an error. The contacts of the bipolar fenestrated grasper and sterile interface module were cleaned to resolve the issue and continue the procedure. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported sterile interface module and the associated device logs. Evaluation of the logs did not show the bipolar fenestrated grasper being recognized by the system. There were instances of an error code for 'insertion disabled error', which occurs when an instrument is physically attached but not recognized by the system while trying to move the arm cart assembly. Additionally, there were instances of another error code being triggered, indicating that the arm cart assembly was docked but the sterile interface module (sim) was not connected. This can indicated connectivity issues between the instrument and sim. Visual inspection of the sim noted it was returned dry with no corrosion on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module confirmed the reported condition. The investigation identified the most likely cause could be traced to instrument connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.